Event description:
Md noticed difficulty using suture; when she looked at the needle, she noticed that the tip was altered and believes that a tiny portion of the needle tip must have broken off (this was a previously used suture (remnant)). She states that she knows that the needle tip was not retained in the patient because she would have difficulty removing the needle on prior stitch. The surgeon was convinced that the needle tip broke outside of the patient. The needle was removed from the field and placed in the sharp container where it would not be used again.